Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) from a user facility indicated that the wire boot was removed during the implant surgery, and the lead wire appeared frayed at the distal end. It was reported that this required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) the lead fractured/frayed during the implantable neurostimulator (ins) implant procedure on the day of the report. It was indicated that the patient had a successful advanced evaluation and they were proceeding with the ins implant. When the physician opened the pocket site and removed the percutaneous extension connections, the implanted lead at the end, just distal to the four blue electrodes, was frayed/kinked. The physician tried connecting this lead to the neurostimulator with difficulty. When this was connected, they ran an impedance test with the 8840. They received an abnormal impedance reading on all electrode pairs. They increased the amplitude and pulse width, but still had an abnormal impedance reading (all pairs >4000 ohms). The physician removed the damaged lead, and replaced it successfully with a new lead. The implant was then successful. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.